Event description:
It was reported that the insulin pump has been damaged. Customer stated that the pump has broken and almost detached at the scroll button end. Customer's blood glucose reading was 396 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, minor scratches on the display window, and a cracked reservoir tube lip. No missing end cap sticker or loose drive support cap anomaly could be verified due to the broken off end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.